Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. No specific complaint was provided by the customer. Failure analysis (fa) found the instrument to have a broken proximal clevis. Material measuring approximately 0.29¿ x 0.21¿ was missing at one of the ears of the proximal clevis and not returned by the customer. The other ear of the proximal clevis was found breaking off and hanging at the wrist, but material did not appear to be missing. The root cause is attributed to misuse. Failure analysis found the primary failure of a broken proximal clevis to be related to the customer reported complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the procedure log showed the permanent cautery hook instrument (part# 470183-14 / lot# n11200817 0064) was last used on 25-may-2021 in a proximal gastrectomy on system sk0105. The instrument had 7 uses remaining. This complaint is being reported based on the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer deemed the permanent cautery hook defective and and that it should be returned for inspection. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook issue was identified during central processing, and it was confirmed that there was no patient involvement. There were no reports of any fragments falling into a patient from this instrument.